Event description:
A post surgical patient had a foley catheter with temperature sensor in place for 24 hours when the nurse noted there was no urine drainage. The catheter was removed and replaced with no further catheter problems of catheterization. No adverse outcome for the patient.

Manufacturer narrative:
Request for add'l info and for the device to be returned has been requested. The given lot number is incomplete and therefore not traceable as to date of manufacture.